Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within range at the time of event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance. The cse checked the instrument for leaks and aspirate probe alignments. The cse primed the system and ran quality controls. The cause of the discordant tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. It is unknown which of the results is discordant and if any results were reported to the physician(s). The samples were repeated on the same instrument, which resulted differently than the initial results. A new sample obtained for (B)(6), was tested on the same instrument, matching the repeat result of the original sample. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.

Manufacturer narrative:
The initial MDR 2432235-2015-00473 was filed on october 09, 2015. Corrected information (09/16/2015): corrected information regarding patient results.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on patient sample (B)(6) on an advia centaur xp instrument. The initial discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. A new sample obtained for patient (B)(6), was tested on the same instrument, matching the repeat result of the original sample. The corrected results were reported to the physician(s). A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained upon on patient sample (B)(6) on an advia centaur xp instrument. The discordant result was reported to the physician(s). After centrifugation, the sample was repeated on an alternate advia centaur instrument, resulting lower. A sample obtained from the patient a day prior also resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.